Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump battery could not be charged which resulted in the battery fully depleting and the pump shutting off. Customer¿s blood glucose level was 252mg/dl. Reportedly, the customer successfully charged the pump and continued to use it for insulin therapy.